Event description:
It was reported, that over-sensing noise was detected on the right ventricular (rv) lead. The patient was brought into the office to confirm the noise. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.